Manufacturer narrative:
Information cannot be asked due to the country that the event occurred in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had an image problem. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 226 occurs, the video cable is broken, and the cover glass of the insertion section is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 226 occurred due to broken video cable. As for the cover glass of the insertion section was cracked, a definitive root cause could not be identified. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.